Event description:
It was reported that the patient experienced pacemaker mediated tachycardia (pmt) episodes on right atrial (ra) channel with myopotential oversensing, (B)(6) pacesetter technical services (ts) suspected insulation breach. This lead remains in service. No adverse patient effects were reported. "Pacesetter". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).